Event description:
The pt was implanted with an ans scs system on (B) (6) 2009. It was reported on 12/21/2009 that the pt developed an infection at the ipg pocket site. The infection was discovered during a revision procedure to reposition the ipg. The physician explanted the ipg on (B) (6) 2009 and irrigated the pocket site with an intravenous antibiotic solution. The pt was also given oral antibiotics. The physician stated the pt has had a previous infection from surgeries before. The explanted ipg was not returned to the MFR for analysis. Follow up on the pt found that he is doing well and will be implanted with another ipg.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.